Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the devices were discarded by the facility.

Manufacturer narrative:
In manufacturer's report (MFR) #3007566237-2018-01315, the following information was reported: "information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastroparesis. It was reported that there was a malfunctioning device, return of symptoms and receipt of a shock. It was noted that the event required intervention; the device was explanted. No further complications were reported/anticipated." Additional review indicates this information pertains to MFR #3004209178-2017-22113. Any additional information related to the malfunction, shocking, and explant event will be reported under this MFR. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, (B)(4), implanted: (B)(6)2015 explanted: product type: lead. Product ID: 4351-35, (B)(4), implanted: (B)(4)2015 explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had an appointment with the surgeon and they found out the whole pacemaker was bad and not operating correctly, it was only operating at 30% and the patient needed 100%. It was noted that when it was first put in, it was awesome, but slowly going downhill. They thought it was just the battery, but found out more was wrong; the patient had been getting zapped and there was something wrong with the wiring and the wiring was bad. It was noted the patient had been randomly shocked since it was put in. The patient was going to have it removed and was waiting now to set a date to have a new one put in. It was reported that originally, the battery was dying and had not been working right for 6 months now. It was noted the patient was in the hospital for 10 days. The patient would meet with the surgeon on friday again to hopefully schedule a replacement. It was noted the patient¿s weight was (B)(6) at the time it started and now was down to (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had crohns and gastropteris and a gastric pacemaker was installed that lasted about 2 years then slowly lost power. It was noted that they thought it was the battery, but was not sure if it was that or a faulty pacemaker. The patient was in and out of the hospital every other week and could not survive without it. It was noted that when the pacemaker was working, the patient could eat, but now they couldn¿t and had lost (B)(6) lbs in a month and they were slowly dying. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 4351-35, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient¿s ins and leads were explanted on (B)(6) due to a malfunction. It was noted that the leads were bouncing around and caused extra shocks. The explant was reported to have occurred for 3 reasons: extra shocks. No therapeutic value ¿ symptoms returned. End of battery life, shocking unnecessarily. It was noted that the patient had a long history of gastroparesis and was seen on (B)(6) 2018 for vomiting 3x daily. The patient was given tpn for nutrition and failed on several different drugs. A few months ago, the patient felt a jolt that would wake them up in the middle of the night and occurred once a week; the last one was sometime in (B)(6). It was noted that the impedance was high normal and the lead was either kinked or migrated. When the patient got the stimulator, they noticed the difference right away, but now they had a return of symptoms and was recently in the hospital for malnutrition. The entire system was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implant is dying and they believe it was malfunctioning. They needed the battery replaced but their original surgeon left the state. They found a new surgeon willing to replace the device, but they were not sure what the surgeon had to do with manufacturer in order to replace the device. When the patient lays down in bed, at night, they can feel it shocking them and they are extremely uncomfortable. The shocking had become more frequent. Their original surgeon interrogated the device and said that the battery was "on its way out" and they were going to need a replacement in the next few months. The patient was also eating less and less every week and they started getting "quizy" nauseous when they interrogated the device. No further complications were reported/anticipated.